Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of thrombosis and pain are listed in the supera instructions for use as known potential patient effect. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional supera devices are being filed under separate medwatch reports.

Event description:
It was reported that in-stent thrombosis was observed via angiography in the supera stents that were deployed on (B)(6) 2016. The stents were located in the superficial femoral artery and the popliteal. The procedure was successful and without issue. There was no record of existing thrombosis in the patient prior to stenting. The patient was experiencing pain at rest which led to the angiography which took place on (B)(6) 2016 revealing in-stent thrombosis. Thrombolysis was performed and on the following day a non-abbott stent was placed. The patient returned again approximately 1 month later with repeat in-stent thrombosis for which the patient was sent for surgery for an above the knee amputation. It was confirmed that the patient had not been compliant with his post-procedural medication. No additional information was provided.